Event description:
According to the reporter, postoperatively, the patient developed paralytic ileus, which necessitated the placement of a nasogastric tube. On the 10th postoperative day, tomography revealed free fluid and anastomotic dehiscence. The patient underwent laparoscopy with anastomosis repair and the creation of a temporary protective ileostomy. The patient experienced anastomotic leakage and dehiscence, requiring a temporary stoma. Hospitalization was extended to 10 days.

Manufacturer narrative:
Additional information: g3, h6. Correction: a5a, a5b, b1, b2, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pli10: it was reported that during robotic temporary ileostomy, the ligasure device was used and, after the seal was performed, active blood leakage of about 2 liters was observed from the seal site, resulting in mesenteric artery bleeding. A clipper was used to stop the bleeding, and hemoglobin went from 13 to 9 but no blood transfusion was needed. Additional surgery was required. Pli20: according to the reporter, postoperatively, the patient developed paralytic ileus, which necessitated the placement of a nasogastric tube. On the 10th postoperative day, tomography revealed free fluid and anastomotic dehiscence. The patient underwent laparoscopy with anastomosis repair and the creation of a temporary protective ileostomy. The patient experienced anastomotic leakage and dehiscence, requiring a temporary stoma. Hospitalization was extended to 10 days.

Manufacturer narrative:
D10 concomitant product: lf1937, jaw lap lf1937 ligasure maryland 37cm, (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.